Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v4886 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back caps was aligned correctly with the vent holes in the sides of the cutter bodies. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter cut intermittently. The inner needle did not always reach the cutting edge, preventing cutting. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle conditions cannot be determined. Report 1 of 3 see 1920664-2015-00153, 1920664-2015-00154.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in korea reported the vitrectomy cutter was not cutting. There was no patient impact or medical intervention required.